Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "exchange from textured to smooth implants due to the patient's concern with the product".

Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to the patient's concern with the product". Device has been explanted. Healthcare professional reported "device was found ruptured upon explant", "hole in radius (edge)".

Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to the patient's concern with the product". Device has been explanted. Healthcare professional reported "device was found ruptured upon explant", "hole in radius (edge)".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, part of the shell is missing, underweight. A microscopic analysis was performed which identify crease sharp, wear abrasion, stress mark. Based on the device analysis the final assessment is: - a crease sharp opening on posterior side assessed as fold flaw opening. - a crease sharp broken on posterior side assessed as fold flaw opening. A review of the device history record has been completed. No deviations or non-conformances noted.